Event description:
The patient initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two and half (2.5) years post initial procedure, during follow up a computed tomography (CT) showed a possible type 3b endoleak. The physician elected to reline the original implanted device with another bifurcated stent graft. This event was previously reported under MDR MDR #2031527-2016-00074. Now, approximately five (5) years post secondary procedure a type 1b endoleak was identified coming from device that was implanted during the secondary procedure. The physician elected to implant an alto stent graft system to successfully resolve this event. The patient was reported as doing well post secondary procedure. Additional information: during the clinical assessment it was determined that there was evidence to reasonably suggest sac growth of 16.5mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the discharge summary.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ib endoleak from the left common iliac artery and tertiary endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 16.5mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the discharge summary. Procedure-related harms of this event could not be determined with the medical records available for review. The clinical evaluation shows the most likely causation for this event was user related due to the revision of a previously implanted graft open aortic aneurysm repair for anastomosis aneurysm (cautionary product use condition) and right iliac artery diameter greater than 2.3 cm in diameter (off-label). The final patient status was reported as being discharged on the second post operative day home in fair condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. H6: medical device problem codes ¿ remove code 3190. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient initially implanted with an afx bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two and half (2.5) years post initial procedure, during follow up a computed tomography (CT) showed a possible type 3b endoleak. The physician elected to reline the original implanted device with another bifurcated stent graft. This event was previously reported under MDR MDR #2031527-2016-00074. Now, approximately five (5) years post secondary procedure a type 1b endoleak was identified coming from device that was implanted during the secondary procedure. The physician elected to implant an alto stent graft system to successfully resolve this event. The patient was reported as doing well post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.